Event description:
The device was applied during a duodenal switch with gastric reduction. The instrument could not be removed from the application site. The surgeon resected the tissue to remove the instrument and applied a new device to complete the procedure. The hosp has reported that the pt's status is satisfactory.